Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer started with the high blood glucose values last night when they went from taking the shots to taking insulin with the pump and then was hospitalized. Customer¿s blood glucose values were 252mg/dl, 212mg/dl, 350mg/dl, 300mg/dl, 344mg/dl and 300mg/dl. The customer experienced symptoms such as feeling thirsty. Unexpected restart had not occurred more than once after a battery change. The customer was not unsure if he was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.